Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged seeing debris in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing debris in the device related to a CPAP device's sound abatement foam. The patient alleged device has strange/ burning/ smoke/ electrical odor and also alleged sinuses, dry nose and headaches.there was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to h10 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing reservoir fills with debris in the device related to a CPAP device's sound abatement foam. The patient alleged device has water tank door won't close, air pressure is insufficient, nostrils burning and brings tears to eyes. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on (03/06/2023) for further evaluation. The device was evaluated on (04/17/2023). There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit scrapped. Section d8, d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) were updated and h6 (health effect - clinical code) was corrected.